Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site would not be repairing the system.

Manufacturer narrative:
Patient weight not available. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system's monitor was flickering during a case. The screen would intermittently go black and then come back for a few minutes. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Patient weight and identifier received. If information is provided in the future, a supplemental report will be issued.